Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a single leaflet device attachment (slda). It was reported a mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 mitral regurgitation (mr) with flail and thin leaflet pathology. Three total clips were implanted, an xtw and two xt clips reducing mr to 1-2. On (B)(6) 2022, the xtw clip was observed to have detached from posterior leaflet resulting in mr returning to grade 4. On (B)(6) 2022, an additional mitraclip procedure was performed to stabilize the slda and mr was again reduced to 1-2. No additional information was provided.

Manufacturer narrative:
G3 updated from(B)(6). 2022 to (B)(6). 2022g3 updated from(B)(6). 2022 to (B)(6). 2022.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient¿s anatomical conditions (flailed and thin leaflet pathology). Mitral valve insufficiency/regurgitation appears to be related to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.